Manufacturer narrative:
Date of event: unknown, not provided patient code is provided for explant of the intraocular lens all pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis symfony toric model zxr00 19.0 diopter intraocular lenses (iol) was explanted from the patient¿s right operative eye (od) as there was dissatisfaction from the patient. The patient was 20/20; but had expressed not being satisfied with the quality of vision as the patient compared his healthy left eye to the lens implanted in his right eye. Post op visual acuity reported is 20/20 with the replacement lens. The patient had a monofocal zcboo model iol implanted after the explant. No patient injuries reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.